Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips that the ECG signal was noisy/intermittent. Patient involvement is unknown.